Manufacturer narrative:
The investigation into the ventricle perforation issue has been completed since the original report was submitted. The device was not returned for investigation. Per the clinical information mentioned, the pump was seated deep while torquing the pump for optimal position. Imaging confirmed deep positioning. This potentially led to the ventricle perforation. The root cause of the ventricle perforation issue was most likely improper positioning of the device. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. To conform with updated procedures, sections d6 and h10 were revised with updated information.

Event description:
The complainant had placed an impella 5.5 pump to support a 56-year-old male patient who arrested and was taken to the ER and found to have cad. The team placed an iabp and awaited CABG. When in the or the CABG was initiated with 5.5 pump support. The impella 5.5 pump was positioned deep and a perforation of the left ventricle (lv) occurred. The team repaired the perforation and was sent to the ICU on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿